Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low battery" even after replacing the batteries with new ones. The patient's blood glucose level was 510 mg/dl at the time of the incident. The customer declined to troubleshoot the issue. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.